Event description:
It was reported by the customer that the pyxis medstation es system experienced timing was off about 7 minutes an outpatient clinic. The customer mentioned that the delays are about 10 minutes while the time on the machine caught up to when the ordered was verified and to properly transmit. The customer stated also that this issue took an extra 15 minutes per patient to quickly added up to the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had experienced timing delay due to incorrect time configuration. The technical support specialist was logged into the device and edited correct time to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced timing was off about 7 minutes an outpatient clinic.the customer mentioned that the delays are about 10 minutes while the time on the machine caught up to when the ordered was verified and to properly transmit. The customer stated also that this issue took an extra 15 minutes per patient to quickly added up to the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-oct-2022 to 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the time delay was due to incorrect time configuration. The technical support specialist logged into the system and edited the time settings to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.